Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and unknown right ventricular (rv) lead exhibited high out of range pacing impedance measurements. It was indicated this patient will continue to be followed appropriately. No adverse patient effects were reported.

Event description:
It as reported that since 2016, this pacemaker system exhibited an increase in the right ventricular (rv) pacing capture thresholds and high pacing impedance measurements. At the time, the cause of the elevated measurements was not determined and the system remained in service. In (B)(6) 2021, the pacemaker reached elective replacement indicator (eri) and the system was re-evaluated as preparation for the replacement. The interrogation revealed the rv lead exhibited out of range (oor) impedances over 2500ohms. Nevertheless, the treating physician noted the patient had been diagnosed with arrhythmogenic right ventricular dysplasia (arvd) and it was suspected the oor electrical measurements were related to the condition. Boston scientific technical services (ts) reviewed the patients records and stated the saturated readings difficulted keeping an appropriate diagnosis of the lead performance. Additionally, ts discussed a stored episode that appeared to show noisy signals; troubleshooting options were provided and a system optimization was recommended. The pacemaker was replaced due to normal battery depletion and lead was kept in service. The treating physician determined it was likely that the fat tissue of the patient was impacting the interface and leading to the abnormal measurements. The noisy signals were reviewed and it was confirmed that the stored episode was result of external signals. The device is not expected to be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is not expected to be returned; therefore, laboratory analysis cannot be conducted and boston scientific cannot confirm the clinical observation due to the lack of product return. Nevertheless, the treating physician determined it was likely that the fat tissue of the patient was impacting the interface and leading to the abnormal measurements.

Event description:
It as reported that since 2016, this pacemaker system exhibited an increase in the right ventricular (rv) pacing capture thresholds and high pacing impedance measurements. At the time, the cause of the elevated measurements was not determined and the system remained in service. In (B)(6) 2021 , the pacemaker reached elective replacement indicator (eri) and the system was re-evaluated as preparation for the replacement. The interrogation revealed the rv lead exhibited out of range (oor) impedances over 2500ohms. Nevertheless, the treating physician noted the patient had been diagnosed with arrhythmogenic right ventricular dysplasia (arvd) and it was suspected the oor electrical measurements were related to the condition. Boston scientific technical services (ts) reviewed the patients records and stated the saturated readings difficulted keeping an appropriate diagnosis of the lead performance. Additionally, ts discussed a stored episode that appeared to show noisy signals; troubleshooting options were provided and a system optimization was recommended. The pacemaker was replaced due to normal battery depletion and lead was kept in service. The treating physician determined it was likely that the fat tissue of the patient was impacting the interface and leading to the abnormal measurements. The noisy signals were reviewed and it was confirmed that the stored episode was result of external signals. The device is not expected to be returned for analysis.